Manufacturer narrative:
The reported events were no capture, intermittent capture, helix clogged with blood/tissue, and the difficulty stylet insertion. As received, a complete lead with a stylet restricted inside the lead was returned in one piece for analysis. The helix was clogged with blood/tissue. The reported events of no capture and intermittent capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported events of the helix clogged with blood/tissue and difficulty stylet insertion were confirmed. The returning stylet was noted to be restricted inside the lead. X-ray examination found the inner coil was over-torqued at the connector region. The stylet insertion test could not perform due to the damaged inner coil consistent with procedural damage. The cause of the reported event of stylet insertion difficulty was isolated to the over-torqued inner coil.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine in-clinic follow up. Upon device interrogation loss of capture at high threshold was exhibited by the right ventricular lead. The patient was scheduled for lead revision, and the physician attempted to reposition the lead. However, the physician had difficulty inserting the stylet due to myocardial tissue lodged in the distal portion of the lead. The lead was explanted and replaced. The patient was in stable condition.